Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. It was noted the right ventricular (rv) lead fractured in the proximal area to the device. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Product ID: 693558 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).